Event description:
It was reported that while using bd discardit¿ ii - 2-piece syringe, foreign plastic deposits were found inside of the syringes. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "following an internal report from the department of pulmonology and functional explorations, which observed plastic deposits inside syringes."

Manufacturer narrative:
Date of event unknown. Awareness date used instead. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd discardit¿ ii - 2-piece syringe, foreign plastic deposits were found inside of the syringes. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: "following an internal report from the department of pulmonology and functional explorations, which observed plastic deposits inside syringes."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-dec-27. H6: investigation summary a device history record review was performed for provided lot number 2108110 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the affected samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringes. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.